Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned for evaluation.

Event description:
It was reported that the infusion device did not properly display an occlusion error and the patient experienced elevated blood glucose of 400 mg/dl as a result. The issue was resolved by changing the infusion set.